Event description:
It was reported that upon opening the product, the nurse read the product instruction for use (IFU) and compared the english text to the finnish text and noticed that the translation was not correct, observed with four lot numbers. No patient injury was reported.

Manufacturer narrative:
Premarket (510k) number is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. An investigation was able to be conducted using the source files for the instruction for use (IFU). The alleged discrepancy was identified, and additional actions were submitted to the graphics labeling supervisor and graphics designer of the manufacturing site. The root cause was unable to be determined. Actions were taken to mitigate the reported issue: the manager, global technical communications was notified of the issue and a technical writer has been assigned to manage the translation updates for the product IFU. As a preventative measure, the translation vendor will be contracted to review all the languages to confirm that there are no additional errors.